Event description:
The company received information that suggested that air leakage occurred from the pilot balloon while in patient use. The customer stated that the patient was re-intubated and there was no patient harm. The customer will return the sample for investigation.